Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute drug eluting stent was intended to be used. There was no damage noted to packaging and no issues noted when removing the device from the hoop. The device was not inspected. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was not used. It was reported that the stent failed to cross and was noted to be deformed after it was removed from the patient. No patient injury was reported.